Manufacturer narrative:
This device was explanted and replaced with another device. At this time, no additional information is available and it is unknown if the device will be returned for analysis. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The specific serial number of this device was received.

Event description:
Boston scientific received information that this device had triggered the elective replacement indicator (eri) with a battery voltage of 2.6 v and charge time measurements of up to 21 seconds.